Event description:
Procedure: cholecystectomy. Reportedly, the instrument locked on tissue. The surgeon freed the device from the tissue causing some damage. The procedure was completed with another device.